Event description:
Complainant reported that during procedure, they had difficulty with the dummy run on the 30mm transfer device and could not complete the run. The procedure was successfully completed with a 40mm transfer device instead. At the time, complainant could not positively identify all the radioactive sources. Novoste corporation was contacted and all radioactive sources were positively accounted for. There was no patient adverse event noted.